Event description:
During a whole body scan an error was presented that put the camera into motion halt (probably contact with the collimater sensor). Detector # 1 continued to move slowly in the downward direction toward the pt under the influence of gravity. There was contact made with the pt but no injury occurred and the technologist was able to remove the pt unharmed from under the detector.